Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged damage to battery tube on (B)(6) 2021. Insulin pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, scratched case, detached retainer, cracked reservoir tube lip, broken reservoir tube lip, broken battery tube threads and minor scratches on lcd window. Damaged battery tube confirmed. Missing retainer confirmed. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that down button was unresponsive. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that there was no response from any button and all buttons were not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged damage to battery tube on (B)(6) 2021. Insulin pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, scratched case, detached retainer, cracked reservoir tube lip, broken reservoir tube lip, broken battery tube threads and minor scratches on lcd window. Damaged battery tube confirmed. Missing retainer confirmed. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that down button was unresponsive. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that there was no response from any button and all buttons were not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.